Event description:
Alarm will not power up. Just gets ridiculously hot within mins. Buttons don't work, can't do anything. Just gets hotter and hotter as time goes by. Worried it may explode if batteries are not removed. FDA safety report ID# (B)(4).